Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead with the pin measuring 31.6cm was returned for analysis. Final analysis found external insulation abrasion at 20.4 - 20.7cm from the pin consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.